Manufacturer narrative:
Approximate age of device- 1 day. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient suffered an ischemic cva (cerebrovascular accident) after implant. For the cva in 2017, it was reported that the patient presented with some diffuse shaking and convulsion. Neurologist was consulted, for possible seizure breakthrough and continuous electroencephalogram (eeg) monitoring for several days showed no seizure activity. It was also reported that the patient had ablation for the vt and area around the apical inflow cannula-related vt. The patient was discharged home and started on keppra 1000mg and carbatrol 100mg twice a day (bid). No additional information was provided.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.